Manufacturer narrative:
(B)(4). UDI (di): unknown.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The device was reprogrammed. No patient symptoms were reported.